Event description:
It was reported that before use even if they fill the balloon with water, sterile water leaked out from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was confirmed ¿ cause unknown. Based on the evaluation observed water was leaking out from the valve and cap. Dismantled the cap and valve of the catheter and observed valve was damaged. However, the exact cause of how and when the problem occurred could not be determined. The reported event is confirmed as unknown cause. A potential root cause for this failure mode could be due to crack/crushed valve caused by incorrect air pressure setting for valving. A potential root cause for this potential failure mode could be due to crack/crushed valve caused by incorrect air pressure setting for valving. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, f, h, this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use even if they fill the balloon with water, sterile water leaked out from the foley catheter. Per customer follow up received on (B)(6) 2025 stated that there was only one affected product, but the hospital requested that they do not want to use the same lot due to the risk, so we plan to recall a total of 20 products. The only defective product was one balloon.